Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "on (B)(6) 2012 xia3 primary surgery that fixed th4 / iliac was performed. Then the rod breakage was confirmed by x-rays on (B)(6) 2013. Revision surgery was performed on (B)(6) 2013 and construct was reinforced."

Event description:
It was reported that "on (B)(6) 2012, xia3 primary surgery that fixed th4 / iliac was performed. Then the rod breakage was confirmed by x-rays on (B)(6) 2013. Revision surgery was performed on (B)(6) 2013 and construct was reinforced."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: no product has been returned, so no device inspection could be performed. Device history review: all implant devices in both of the potential lots were manufactured to specification. Conclusion: the customer reported event of rod breakage was confirmed via the provided x-rays which showed a clear rod breakage. The adverse consequence of this failure was a revision surgery in which the construct was reinforced. Per the IFU, the implants cannot replicate the flexibility, strength, reliability or durability of normal healthy bone. It states that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. It also states that the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. Proper choice of implant is also crucial to success of the surgery. Based on the x-ray imaging, the spacer was not properly aligned with the spine and the rest of the construct which would create high stress at that level. Also, the patient does not appear to have proper sagittal balance, another source of high stress. It is likely that the combination of these high stress situations caused the implant to fail at the location of the spacer. Review of manufacturing records did not reveal any nonconformity.